Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was attempted to implanted in a patient for the endovascular treatment of a 15mm dissection. It was reported that after the stent was placed for implantation and the physician was ready to release; the handle could not be rotated. The stent graft delivery system was withdrawn. As per the physician the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.